Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent recapturing difficulties were encountered. The target lesion was located in the right common femoral external vein. A 16x60/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, during the procedure, the physician had difficulties deploying the stent fully. When the physician attempted to remove the stent, difficulties in recapturing the stent was encountered as the stent became stuck in the sheath. The physician pulled the whole sheath and the device was removed completely from the patient. The procedure was completed with a 16x90 wallstent. No patient complications were reported and the patient's status was fine.